Manufacturer narrative:
Initial reporter occupation is a patient/consumer. The test strips were requested for investigation. There was 1 test strip of lot 52818122 returned for investigation. The test strip was tested using a retention meter and control. Testing result (qc range = 2.3 - 3.5 inr): qc 1: 2.9 inr. The inr value was within the specified maximum difference between the measurement. No error messages occurred. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Product labeling states, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
There was a complaint of questionable inr results for one patient tested with coaguchek xs pro meter (B)(4) compared to a laboratory test with a stago reagent. The result from the meter at 6:39 am was 3.9 inr. The result from the laboratory at around 10:00 am was 2.9 inr. The result from the meter at 6:23 pm was 3.4 inr. The patient¿s therapeutic range is 2.0 - 3.0 inr and tests weekly.